Event description:
A healthcare facility in (B)(6) reported to a fisher and paykel healthcare ('fph') field representative that the gas supply line disconnected easily when the flow meter was turned on. It was also reported that a 900rd101 gas inlet adapter on the gas supply line seemed to have melted. This was observed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has only recently been returned to fisher and paykel healthcare ('fph') in (B)(4) and is currently being investigated. We will provide a follow up report upon completion of the investigation.